Manufacturer narrative:
Product analysis found that the collet was overheating. Upon pre-check, temperature at one minute was 85.1°f on motor and 119.5°f on collet. Hand piece was too dirty and bearing of the collet was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was overheating. There was no patient involvement.